Event description:
It was reported that the customer was experiencing high blood glucose levels. When doing a manual bolus her blood glucose went down but when going through the bolus wizard it did not work. The customer reported her blood glucose level to be 303 mg/dl and that she had ketones. She treated her high blood glucose level with a manual injection. The customer stated that she did not see any insulin flow from the reservoir through the infusion set. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The bolus wizard functioned properly. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.